Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the patient line in treatment. Patient was in drain three of four. The exact location of the leak could not be identified. Patient had no ill effects. Sample is not available.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling material, and process controls were within specification.